Event description:
Customer reported no audio tone in pump. Ran a self test and no tones were heard. No additional details were provided.

Manufacturer narrative:
Analysis of returned device not complete as of date of this report.